Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level kept going up. Her blood glucose level was 501 mg/dl. She treated her blood glucose level with a 15 unit injection and bolused with the insulin pump. The customer was not feeling well. A large air bubble was in the reservoir. The device was not returned.